Manufacturer narrative:
No further investigation was needed on the device ro13023 because the device has proved to operated within specification. According to results of the investigation, the root cause identified is user error. The radiology department included an image of a different orientation from the other images. The IFU clearly specifies that the images acquisition orientation must remain constant during acquisition. (B)(4) was selected as there was a delay greater than 30 minutes on the surgery due to this event. Evaluation of device not needed.

Event description:
It was reported that following an user error a delay of 30 minutes was observed for the impossibility to load images to rosa.